Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was experiencing high blood glucose in the night of 501 mg/dl, treated with the insulin. It went down to 480 mg/dl, took more insulin and it went to 401 mg/dl. Customer symptom was poor vision. Customer wanted to treat manually but did not know how much to take. Troubleshooting was performed. Customer was advised to disconnect from the device. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. Customer did not have a tubing clamp unable to perform high pressure test. Customer removed infusion set, cannula was bent and occluded. Customer was advised to monitor the device and blood glucose was going down. No further information reported.